Event description:
Nurse had a problem administering a vancomycin ivpb thru a clave needle free microbore extension set. The admin time was increased from 90 mins to 180 mins. She tried another clave from the same lot and had the same problem.